Event description:
On (B)(6), we have been informed about the development of an infection in the hosp. On (B)(6), it was discovered that the infected person was the pt who had revision surgery on (B)(6), (B)(4). The pt had another surgery to wash the infected area on (B)(6), the pathogen was (B)(6).

Manufacturer narrative:
Document review: cocr femoral head size 32 m: ref. 01.25.022 / lot 133981 (B)(4): all parameters were found to be in accordance with the specs valid at the time of mfg, including washing and sterilization procedures. (B)(4) heads belonging to this lot have been already sold without any other similar incident. Amistem cemented femoral stem size 6 lat ref. 01.18.106 / lot 134181 (B)(4): all parameters were found to be in accordance with the specs valid at the time of mfg, including washing and sterilization procedures. (B)(4) stems belonging to this lot have been already sold without any other similar incident. From the data collected, there are no evidences that the infection is device related.